Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient reported they were involved in a car accident and was unresponsive. She wok up in an ambulance and it was reported that her blood sugar was 27 mg/dl. The patient reported that they did not receive a warning on the cgm that her blood sugar was low. The patient was treated with glucose orally. She was transported to the hospital and was there for less than 24 hours. At the time of the report, the patient was doing okay. Data was evaluated. Data investigation showed that the patient crossed their low alert threshold of 70 mg/dl with an estimated glucose value of 65 mg/dl at 1:50 pm on 07/10/2023. It was noted in the alert schedule that the alert sound output mode feature was set to 'match phone'. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.